Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for longer than 15 minutes. Reportedly, the customer believes the reported issue was due to the transmitter being in use for approximately 3 months. No additional patient or event information was available. A root cause could not be determined.